Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143261.

Event description:
It was reported that the patient was experiencing ineffective therapy. Further investigation revealed impedance on the lead. As a result, surgical intervention was undertaken on (B)(6) 2023 where the lead was replaced to address the issue. It is unknown which lead caused impedance issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.